Event description:
Related manufacturer reference number:1627487-2022-00232. It was reported that on of the patient's extensions was fractured. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the extension was explanted and replaced to address the issue. It is unknown which extension was fractured; therefore both extensions will be reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection of lead revealed a fracture with all internal wires broken on lead extension body. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.